Event description:
A im3st complete brain imc-probe kit was reported to have initially functioned and then stopped working. The incident was described as follows: the unit was functioning initially, but then at some point the pbo2 number went to and remained at "0" while the temp reading was still accurate. The licox probe was replaced. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.